Manufacturer narrative:
An event of migration of the device, perforation of the left ventricular outflow tract while attempting to snare the device, and embolization of the device during surgical intervention was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, arten600042307 version a "remove embolized devices.". In this case, the user recognized the embolized device would need to be removed, but due to the condition of the patient, elected to removed the device at a later date.

Event description:
On (B)(6) 2019, a 5-2 amplatzer piccolo was selected to close a patent ductus arteriosus (pda). The pda was 4.4mm on the aortic side, 4.0mm in length in the middle, 3.5mm from the pulmonary side, and 8.9mm in length for a 1.2 kg patient. The device was delivered and released without difficulty. Upon release, the device appeared to have migrated and an initial attempt was made to recapture and retrieve the device with the torque sheath. During the attempt to snare the device, the right ventricular outflow tract was perforated, causing the patient to decompensate, resulting in CPR of the child. A surgical intervention was performed to repair the perforation. However, during the intervention, the device embolized into the left pulmonary artery. The chest cavity and incision site were closed (B)(6) 2019. The device was left in the patient and remains unobstructed with very low gradient of 15 - 20 mmhg peak. The patient is currently stable with slow weight gain. The device will be removed once the baby weighs at least (B)(6).

Manufacturer narrative:
Additional information for g4, g7, h2, h10 correction information for d2.

Event description:
On (B)(6) 2019, a 5-2 amplazter piccolo was selected to close a patent ductus arteriosus (pda) for a premie born at 28 weeks old. The patient was 74 days old and weighs 1.2kg. The pda was 4.4mm on the aortic side, 4.0mm in length in the middle, 3.5mm from the pulmonary side, and 8.9mm in length. The device was delivered and released without difficulty. Upon release, the device appeared to have migrated and an initial attempt was made to recapture and retrieve the device with the torqvue sheath. During the attempt to snare the device, the right ventricular outflow tract was perforated, causing the patient to decompensate, resulting in CPR of the child. A surgical intervention was performed to repair the perforation. However, during the intervention, the device embolized into the left pulmonary artery. The chest cavity and incision site were closed (B)(6) 2019. The device was left in the patient and remains unobstructed with very low gradient of 15 - 20 mmhg peak. The patient is currently stable with slow weight gain. The device will be removed once the baby weighs at least 2kg.

Manufacturer narrative:
Correction information: a2, b5. Additional information: g4, g7, and h1.